Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. The lens was removed due to a bent haptic. The reporter stated the lens was damaged due to loading error by tech. Incision was enlarged to remove lens, no suture required. Another same model and size lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).